Manufacturer narrative:
The field service engineer went onsite and inspected system and found no significant mtm drift or gravity compensation issues. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 3 (usm3) was drifting. The technical service engineer (tse) reviewed the error logs and found error 22023 pointing to the right master tool manipulator (mtmr) for gravity compensation. The procedure was completed with no reported injury.